Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9158901. Medical device expiration date: 2020-10-31. Device manufacture date: 2019-06-07. Medical device lot #: 9095758. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-04-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® k2 edta (k2e) blood collection tube produced a low platelet count of "240,000", and 1 tube produced a count of "215,000" on a redraw of the same patient. 1 tube came from lot# 9158901, and the other tube came from lot# 9095758. The patient reportedly had a white count of "3.4", and the tube was filled to the stated draw volume and spun on the "sysmex xn 330" within "15 minutes" of the collection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: the site has been having issues with low platelet counts for about a month. They have had about 40 patients with the range of 67,000-179,000. They had their instrument, sysmex xn 330 serviced and no issues were found. They drew a patient via an IV using no discard tube with results of 240,000 and on redraw 215,000. Their reference range is 163,000-337,000. This patient had a white count of 3.4. Tube was filled to stated draw volume and run within 15 minutes of collection. Specimens are not rocked and slides are no made to verify low platelet counts. She did not know how many times tubes were filled and tubes were not checked for platelet clumps or fibrin. Site has a report of low platelet counts which they can provide when tubes are sent for evaluation.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were evaluated and the customer's indicated failure mode for low platelets with the incident lot was not observed. Retain samples tested were acceptable in terms of both precision and accuracy. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. A review of specimen handling parameters should be done for this tube type. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. H3 other text.

Event description:
It was reported that 1 bd vacutainer® k2 edta (k2e) blood collection tube produced a low platelet count of "240,000", and 1 tube produced a count of "215,000" on a redraw of the same patient. 1 tube came from lot#: 9158901, and the other tube came from lot#: 9095758. The patient reportedly had a white count of "3.4", and the tube was filled to the stated draw volume and spun on the "sysmex xn 330" within "15 minutes" of the collection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: the site has been having issues with low platelet counts for about a month. They have had about 40 patients with the range of 67,000-179,000. They had their instrument, sysmex xn 330 serviced and no issues were found. They drew a patient via an IV using no discard tube with results of 240,000 and on redraw 215,000. Their reference range is 163,000-337,000. This patient had a white count of 3.4. Tube was filled to stated draw volume and run within 15 minutes of collection. Specimens are not rocked and slides are no made to verify low platelet counts. She did not know how many times tubes were filled and tubes were not checked for platelet clumps or fibrin. Site has a report of low platelet counts which they can provide when tubes are sent for evaluation.